Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level, value was not provided; and ketones that were identified as dangerous by a healthcare provider. Suspected cause was due to the customer not replacing their empty cartridge and the pump battery depleted resulting in shutting off due to the customer not charging the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly; the customer experienced a stroke due to bg level. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.